Event description:
It was reported that a patient experienced a worsening hernia coincident with peritoneal dialysis (pd) therapy. Prior to the start of pd therapy, the patient experienced a hernia and had the hernia surgically repaired. On an unknown date after pd therapy began, the patient¿s hernia worsened. It was unknown if the patient was hospitalized. Treatment details were not reported. On an unknown date, the patient was switched to hemodialysis therapy. At the time of this report, the patient had not recovered. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. The event history log review revealed there were no keystrokes, programming, use related, or iipv events that would cause or contribute to the reported problem. A device history record review revealed no issues that could have caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The product analysis lab (pal) analyzed the device and no failure or malfunction was identified that could have caused or contributed to the reported problem. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem; therefore, the cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.